Event description:
It was reported that a user of the ilet experienced sustained high blood glucose beginning the prior day, with a fingerstick value of 507 mg/dl despite two complete supply changes and use of a contact detach infusion set; troubleshooting and education were provided, and the user preferred to wait before performing another change. Symptoms included no reported clinical manifestations associated with hyperglycemia. Outcomes included no need for medical intervention beyond self-management and education, and no hospitalization. Investigation included user interview, troubleshooting of infusion supplies, and guidance to monitor glucose and consider another supply change. Investigation of this case revealed that the cause of the hyperglycemia could not be determined, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.